Event description:
Getting my dexcom g6 diabetic supplies from (B)(6) they regularly don't show up and I am stuck with no sensors and or transmitters. In my opinion (B)(6) is causing irreparable damage to diabetics that rely on them for supplies that don't get shipped. I'm stuck with rising blood sugars. Which definitely affects my life expectancy. Please help (B)(6) is causing irreparable harm to diabetics all over the country. This sure seems like a legal issue. Not delivery life saving medicine supplies in time. It's like not being able to get insulin. Please help stop this. Thank you. My blood sugar goes out of control when (B)(6) doesn't send me my management supplies. FDA safety report ID# (B)(4).